Event description:
From staff: surgeon firing sureform 45 curved tip stapler and it had an incomplete fire across the bronchus. A message on davinci that the tissue was too thick, and he did not want to force fire and override the algorithm. The stapler did not complete the fire. We called for another stapler and eventually were able to fife lower on the bronchus. This added 50 minutes to the surgical time. The surgeon would like to note that this could cause complications for the patient. He would need to be contacted about this. He asked that I, the nurse, include that statement in this report. From operative report: the bronchial stapler however fired only to approximately 1/3 of the bronchial tissue to be divided. On opening the stapler, it was unfortunately firmly stuck into the bronchial tissue with about 4 or 5 of the staplers clearly visible of having not fully been released. With careful maneuvering using the fenestrated bipolar and mobilizing the stapler of the bronchus we achieved complete retrieval of the essentially failed stapling device. This was fully discussed in your at the time and we assessed the bronchus carefully it appeared that it was incompletely stapled and not divided. Therefore, mobilized the bronchus from the contralateral aspect and eventually succeeded and stapling a new black robotic assisted stapler across the bronchus just inferior to the previous staple line. On both occasions we had tested the upper and middle lobar insufflation separately prior to firing the stapler. The 2nd firing of the black stapler was uneventful and resulted in excellent occlusion and separation of the bronchus. The completion lobectomy now was resulting in the lower lobar specimen to be fully mobile, and it was retrieved through an anchor bag in its entirety.